Event description:
As reported by the e-france registry, approximately 3 1/2 months after percutaneous coronary intervention (pci), restenosis of the previously implanted cypher stent was found.

Manufacturer narrative:
Pci was performed on a de novo lesion in the obtuse marginal of 10-15 mm in length in a 2.5 mm vessel diameter. The eccentric lesion was angulated between 45-90 degrees. Direct stenting was done with a 2.5x18 mm cypher select stent at 14 atmospheres (atm) with success. The patient was discharged on the following day. Baseline medications included ticlopidine/clopidogrel, aspirin and statins. Post-procedure medications included ticlopidine/clopidogrel for one year, aspirin, statins, beta-blockers and anti-anginals as permanent treatment. Approximately 3 1/2 months later, the patient was hospitalized for restenosis of the implanted cypher. It was treated with another stent. Please note that this device is not distributed in the united states. However, it is similar to the us distributed. It is also not available for testing and evaluation. Additional information has been requested and will be submitted within 30 days upon receipt.